Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: qb board failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the monitor exhibited no image due to a circuit board failure. There was no patient involvement. The following information was provided by the update request (ur-801582): model number from source, change: n5374360.